Event description:
The customer reported images were mixed up between pts and some images were duplicated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reseated circuit boards. The system operates as intended.